Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. The patient stated that the pod had dried blood on the adhesive. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched and blood was observed on adhesive pad. The formed needle, soft cannula, and bottom housing were inspected, and no abnormalities were found that would contribute to the reported bleeding and bruising. The fluid path was tested and the cannula was measured to be out of specifications. A leak was observed in the fluid path. This leak was coming from a tear in the cannula. The download data showed no timeouts, drive stalls or alarms that would indicate a failure to deliver insulin. The exact cause and timing of this damage to the cannula could not be determined. No other damages or deficiencies were observed during the investigation.